Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ relion® insulin syringe w/needle there was an issue with the scale marking. It was stated ¿the scale markings were hard to see especially where the black marking are against the stopper that are also black.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 7226764 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted for scale rotation. There were three (3) notifications [(B)(4)] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for scale print illegible on lot # 7226764. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.